Event description:
Customer reported experiencing a past low blood glucose event with the lowest level recorded at 50 mg/dl. Customer consumed carbohydrates to address the issue. Technical support advised the customer to consult their healthcare provider to discuss potential factors affecting their blood glucose levels, and the customer acknowledged and understood this recommendation.